Event description:
A caller reported an occlusion alarm which resulted in a visit to the emergency room (ER), where the stay lasted for one day. The customer could not recall the blood glucose level, however, no injury or ketones were reported. The customer received intravenous fluids of and saline, had the pump supplies changed, and received insulin from the pump. The treatment successfully resolved the issue, and there was no permanent damage identified by healthcare professionals. The customer was released from the ER on (B)(6) 2025.